Manufacturer narrative:
Complaint conclusion: as reported, a fracture was found on a 6f 100cm multipurpose (mpa) 2 infiniti diagnostic catheter immediately upon opening the package after removal of the catheter from the sterile packaging during preparation. The fracture was located at the body near the tip and resulted in complete separation of the device. Another 6f 100cm mpa 2 infiniti diagnostic catheter was used to complete the procedure. There were no reported injuries to the patient. The device was stored according to the instructions for use (IFU). There was no damage to the packaging prior to use. The catheter was removed together with the cardboard holder. No preparation steps were performed prior to observing the fracture. The device was not returned as expected. A product history record (phr) review of lot 18476979 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip ¿ separated¿ could not be substantiated because the device was not returned and images were not provided. The exact cause of the event cannot be determined and use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, a fracture was found on a 6f 100cm multipurpose (mpa) 2 infiniti diagnostic catheter immediately upon opening the package after removal of the catheter from the sterile packaging during preparation. The fracture was located at the body near the tip and resulted in complete separation of the device. Another 6f 100cm mpa 2 infiniti diagnostic catheter was used to complete the procedure. There were no reported injuries to the patient. The device was stored according to the instructions for use (IFU). There was no damage to the packaging prior to use. The catheter was removed together with the cardboard holder. No preparation steps were performed prior to observing the fracture. The device was not returned as expected.